Event description:
The patient is an elderly female who has been having some troubles with her shoulders over a period of time. She had a rotator cuff repair, did fairly well, and then unfortunately the patient started having the onset of pain. We then took x-rays which showed one of the anchors had failed. Our plan of treatment at this point in time is to proceed with a redo rotator cuff repair.